Event description:
Pt underwent emergency re-do mitral valve replacement due to a thrombosed valve. On reoperation thrombus was found in a hinge restricting the motion of the leaflet. Pt recovered. Pt was not taking anticoagulants.

Manufacturer narrative:
Valve will not be returned and cannot be evaluated; therefore, no conclusions can be drawn.